Event description:
In 2007, the physician performed a "tight anterior repair" prior to implanting a prefyx sling. It was reported that this was his first time using the prefyx sling system. Post procedure the patient was in urinary retention for which an indwelling catheter was inserted. During the follow up visit, four days following the procedure, the patient passed the voiding trial. But, two days later the patient went to the emergency room complaining again of urinary retention. The physician scheduled the removal of the prefyx sling for six days later. Additional communication indicates that the device has been disposed of, but at this time no additional information regarding the outcome for the patient is available.

Manufacturer narrative:
A review of the device history record was performed on the pertinent lot number; no anomalies were noted. A lot history search was performed and found no similar complaints have been reported from this lot. In addition, the november 2007 product family complaint trend chart was reviewed, which does not indicate an unfavorable trend. The complainant indicated that the device was disposed of, therefore, a failure analysis is not available, and the relationship between this device and the cause of this event is undetermined. The exact root cause could not be determined with the conducted investigation. Our dfu (direction for use) indicates that excess tension may cause temporary or permanent lower urinary tract obstruction and retention.